Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a tpn (total parenteral nutrition) set leaked and subsequently the patient experienced hypoglycemia. The event occurred during infusion of an unspecified solution. Treatment details and patient outcome were not reported. No additional information is available.